Event description:
While doing a right sided percutaneous nephrolithotomy (pcnl), the surgery team requested a per ncircle device to remove a stone. The device was inserted through the nephroscope and when it was removed to pull out stones, the device broke. There was no harm to the patient.